Event description:
Customer alleged the right wheel fell off loaner. Minor injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model p9000xdt, serial number/date code (B)(4) is approximately 5 years, 6 months old. The owner's manual part number 1056953 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male (B)(6). Age is unknown. The consumer is an amputee, medication regimen is unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer claimed the left front caster allegedly came off, causing the consumer to fall forward. The positioning strap was on the chair. He was not using it, but it does not tighten around him to secure him to the seat. The technician recommended a chest harness. Technician was unaware if he sought medical attention. The consumer did sustain some bruising. The incident occurred outside. The consumer is an amputee, cannot use a seat belt. The consumer contacted (B)(4) because their pride jazzy select had no power and the unit would not start, therefore, a p9000xdt was provided as a loaner.